Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with vancomycin injection 1 gram intraperitoneally as a loading dose and amikacin injection 500 milligrams intraperitoneally as a loading dose for the peritonitis event. On unreported date(s), the patient was treated with maintenance doses of vancomycin injection 1 gram once in three days intraperitoneally (duration not reported) and amikacin injection 20 milligrams once a day intraperitoneally (duration not reported) for the peritonitis event. It was not reported if dianeal therapies were ongoing. It was unknown if the patient was recovering or was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). During follow up with the reporter, they stated that the patient had recovered from the event on an unreported date. Should additional relevant information become available, a supplemental report will be submitted.